Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number vad-60337, and the patient's outcome could not be conclusively determined through this evaluation. The hm ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2017 due to multiple cerebral vascular accidents and progressive decline. It was noted that the patient's outcome was not considered to be device or therapy related.